Manufacturer narrative:
Product analysis :visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect identified immediately adjacent to the area of initial crack propagation that could contribute to crack initiation and propagation. Severe fracture surface damage and smearing is noted. Microscopic examination is precluded due to the extent of the facture surface damage. Dimensional inspection confirms rod diameter to be within print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. Unable to determine root cause due to as-received condition of the implant.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 828-090, 510k# k964275 and UDI# (B)(4) is approved for sale in us.(B)(4) (revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event. However, product images were submitted which display broken rod with some indication of cyclic fatigue.

Event description:
It was reported that patient with kyphosis underwent pedicle substraction osteotomy at t10-il. Post-op, rod broke at the area near l 5. Due to which on (B)(6) 2017, an additional surgery was performed to replace the broken rod and fixation was made to 4-rod fixation.